Event description:
United biosource corp, our clinical research organization for the breast implant follow-up study (bifs), reported an event of death to allergan on (B)(6) 2014. Cause of death, which occurred on (B)(6) 2014, was reported as unk.

Manufacturer narrative:
Allergan has not received the product at this time. Therefore no analysis or testing has been done. Multiple attempts were made to various entities that might have been able to provide a cause of death. None were able to provide this information. Death is surgical/physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event.